Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
D11 - intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed/replicated the reported complaint. The instrument was found with a broken blade. The blade broke at roughly 0.043¿ from below the base and the broken piece was returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The root cause of broken instrument blade is typically attributed to mishandling/misuse. Updated information can be found in the following fields: d9, g3, g6, h2, h3, h6, h10.

Manufacturer narrative:
The harmonic ace instrument involved with this complaint has not been returned for evaluation. Therefore, failure analysis of the product related to the complaint cannot be performed. A follow-up MDR will be submitted if additional information is received. A review of the site's complaint history does not reveal any other complaints involving this product and/or this event. A review of the instrument log for the harmonic ace instrument (part number: 480275-08, lot number: m91200427-0066) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2021 on system (B)(4). The instrument was used for 9 minutes and 30 seconds. This complaint is considered a reportable malfunction due to the following conclusion: it was reported that during a da vinci-assisted sacrocolpopexy with hysterectomy surgical procedure, the metal tip from the harmonic ace curved shears instrument broke off and fell inside the patient. All fragments were retrieved during the same procedure and no additional surgical intervention was required. However, unintended fragments falling inside the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy with hysterectomy surgical procedure, the metal tip from the harmonic ace curved shears instrument broke off and fell inside the patient. The broken piece was retrieved during the same procedure. The procedure was completed with no injury to the patient. Intuitive surgical, inc. (Isi) performed multiple attempts to obtain additional information related to the event. However, no further details have been received as of the date of this report.